Event description:
It was reported that the indirect decompression spacer broke into pieces during an implant procedure. The spacer was properly connected to the inserter however, the damage occurred when the physician applied excessive force during deployment and application of the sagittal wiggle. The spacer was replaced with a smaller model and the procedure was completed successfully without any patient complications.

Event description:
It was reported that the indirect decompression spacer broke into pieces during an implant procedure. The spacer was properly connected to the inserter however, the damage occurred when the physician applied excessive force during deployment and application of the sagittal wiggle. The spacer was replaced with a smaller model and the procedure was completed successfully without any patient complications.

Manufacturer narrative:
Device analysis performed on the returned indirect decompression spacer revealed that the spindle cap was completely sheared off from the implant body. The detachment of the spindle cap was due to excessive force. This damage to the spacer indicates the break was due to both the deployment against resistance, such as bone, and/or manipulation of the position of the device by gear shifting of the inserter. A product labeling review identified that the device was used per the instructions for use (IFU)/product label. Additionally, device breakage can occur when used with forced deployment and is noted within the IFU as a potential complication associated with use of the device.